Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient three weeks prior to admission presented with shortness of breath with exertion, bright red blood per rectum (brbpr) and melena. Patient called and was told to hold off on anticoagulants and go to emergency department (ed) for possible blood transfusion. Patient was transfused 2 units on (B)(6) 2018. Was then seen in clinic on (B)(6) 2018 which revealed hemoglobin (hgb) 8.8 and international normalized ratio (inr) 1.1. Patient received an additional 2 units of packed red blood cells (prbc) on (B)(6) 2018, with hgb bumping from 7.8 back to the 10s. Underwent esophagogastroduodenoscopy (egd), which was negative for source. H pylori stool antigen was negative. Given stable hgb and no recurrence of melena, capsule endoscopy was not necessary. It is possible that gastrointestinal (gi) bleed was related to an arteriovenous malformation (avm) given her device. We cannot say this for sure since patient stopped bleeding, so further work up was not pursued. Transitioned back to home proton pump inhibitor (ppi). Iron studies revealed stores depleted, so received 5 days of intravenous (IV) ferrlecit. Discharge hgb 11 and hematocrit 35.4. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2018 patient was readmitted for bloody stools and fatigue stating that approximately one week ago she began having dark tarry stools similar to her previous episodes. The stools continued to be dark and she developed fatigue and dyspnea on exertion (doe) so she presented to the hospital. Did not require any blood transfusions. Melena resolved with hemoglobin (hgb) 10.5 on day of discharge. Gastrointestinal (gi) work-up not indicated given quick resolution of melena. Patient did have scant bright red blood on toilet paper at discharge, but hematocrit/hemoglobin (h/h) remained stable and patient asymptomatic. Anticoagulants held during admission and resumed when international normalized ratio (inr) trended down. Inr 1.9 on day of discharge. Will be discharged on anticoagulants. Readmitted again on (B)(6) 2018 with recurrent gastrointestinal bleed (gib). Inr 2.3 and hgb 7.5 (was previously 10.5 after prior discharge from last admission on (B)(6)). Was endorsing bright red blood per rectum (brbpr). Required total of eight units of packed red blood cells (prbc) this admission. Gi was consulted and performed colonoscopy on (B)(6) 2018 that revealed a single spot (angiectasia vs dieulafoy lesion) to ascending colon. Three hemostatic clips were placed with cessation of blood. Anticoagulants were held given gib, but was resumed prior to discharge. Proton pump inhibitor (ppi) continued. Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.